Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2017 with the following findings: during investigation, the pump was unresponsive with the returned battery cap and test battery cap. There was no audible ton, no vibration alert and the screen remained blank. The battery cap was unable to fully tighten. The battery cap measures were within specification. There was moisture contamination found inside the battery compartment and underside the battery cap. A leak test showed a battery compartment leak. The pump case was removed and there was evidence of additional moisture contamination inside of the pump and on the battery canister and internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.